Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that pa was harvesting vein using vasoview hemopro 2 and had switched from dissecting to branch ligation. He inserted the cannula/scope into the leg and attempted to burn the first branch. He activated the hpii device but found that even though the device was beeping it was not sealing and cutting. He released the toggle and the device stayed on and did not automatically turn off. He switched out the power supply for another one and that did not change things. He then changed out the power cord to the device, then the extension cable, then the adapter...all with no change. He finally changed out the kit and the new hpii worked as expected. He finished the case with that new device. There was quite a delay here in retrieving the additional power supply, power cable, extension cable, and adapter to try each of those before finally switching out the kit. No patient injury.

Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000424573, 3000422235, and 3000422645 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.